Event description:
It was reported that this patient with pacemaker was in chronic atrial fibrillation (af). However, it was noted that the patient was 100 percent pacing in the atrium. Boston scientific technical services (ts) discussed possible reason for this issue. Additional information obtained from the field which indicated that the device previously showed seven years remaining longevity. During the recent device check, the device showed three and a half years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 39 microwatts; however, this device was consuming 78 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this patient with pacemaker was in chronic atrial fibrillation (af). However, it was noted that the patient was 100 percent pacing in the atrium. Boston scientific technical services (ts) discussed possible reason for this issue. Additional information obtained from the field which indicated that the device previously showed seven years remaining longevity. During the recent device check, the device showed three and a half years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 39 microwatts; however, this device was consuming 78 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.